Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain / pain getting severe on the left side / chronic abdominal pain / pain got worse") in a 28 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("some complications putting in the left essure and the doctor needed to keep blowing the left fallopian tube up / on follow-up check-up only one of the devices could be located." On (B)(6) 2014). The patient had a medical history of multi gravida (in (B)(6) 2012, the plaintiff fell pregnant with her fourth child.), cystic fibrosis, pulmonary embolism and parity 4 (on (B)(6) 2013, she gave birth to a baby girl and was re-referred for sterilisation). The only concomitant product mentioned was cerelle (desogestrel) since (B)(6) 2019. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced procedural pain ("procedural pain"). On (B)(6) 2014 she experienced device dislocation ("only one of the devices could be located."). In (B)(6) 2014 she experienced abdominal pain lower (seriousness criterion intervention required). On (B)(6) 2014 she experienced seizure ("seizures"). Essure was removed on (B)(6) 2019. An unknown time later she experienced adnexa uteri pain ("fallopian tubes and associated pain"), arthralgia ("joint pains"), uterine pain ("uterus and associated pain"), abdominal pain ("abdominal pains"), fibromyalgia ("fibromyalgia") and emotional distress ("distress"). The patient was treated with other analgesics and antipyretics as well as surgery (essure was removed via hysterectomy on (B)(6) 2019). At the time of the report, the abdominal pain lower and seizure had resolved. The outcomes for procedural pain, device dislocation, adnexa uteri pain, arthralgia, uterine pain, abdominal pain, fibromyalgia and emotional distress were unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, device dislocation, emotional distress, fibromyalgia, procedural pain, seizure and uterine pain to be related to essure administration. The reporter commented: on (B)(6) 2019, the plaintiff went into the (B)(6) hospital for surgery. The hysterectomy was performed on (B)(6) 2019. The pains and seizures then stopped and the plaintiff was discharged from neurology in (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [specialist consultation] on (B)(6) 2014: plaintiff attended the hospital as the pain was getting severe on the left side; on (B)(6) 2016: neurologist for her seizures. No further treatment or cause was found. Frequent seizures and visits to hospital continued throughout 2017; on (B)(6) 2018: the plaintiff was on strong painkillers, but gynaecological services took no further action.; on (B)(6) 2018: the plaintiff was seen by physician who agreed to take the essure devices out via hysterectomy. Thiswas listed as urgent [ultrasound pelvis] on (B)(6) 2014: only one of the devices could be located. The most recent follow-up information incorporated above includes data received on: 13-jun-2023: the case will be deleted from bayer pv database. Nullification reason: upon internal company review this case was identifed as duplicate from case (B)(4), all information were transferrer to remain case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain / pain getting severe on the left side / chronic abdominal pain / pain got worse") in a 28 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("some complications putting in the left essure and the doctor needed to keep blowing the left fallopian tube up / on follow-up check-up only one of the devices could be located." On (B)(6)2014). The patient had a medical history of multi gravida (in (B)(6) 2012, the plaintiff fell pregnant with her fourth child.), cystic fibrosis, pulmonary embolism and parity 4 (on (B)(6) 2013, she gave birth to a baby girl and was re-referred for sterilisation). The only concomitant product mentioned was cerelle (desogestrel) since (B)(6)2019. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the day of essure insertion, she experienced procedural pain ("procedural pain"). On (B)(6)2014 she experienced device dislocation ("only one of the devices could be located."). In (B)(6) 2014 she experienced abdominal pain lower (seriousness criterion intervention required). On (B)(6)2014 she experienced seizure ("seizures"). Essure was removed on (B)(6)2019. An unknown time later she experienced adnexa uteri pain ("fallopian tubes and associated pain"), arthralgia ("joint pains"), uterine pain ("uterus and associated pain"), abdominal pain ("abdominal pains"), fibromyalgia ("fibromyalgia") and emotional distress ("distress"). The patient was treated with other analgesics and antipyretics as well as surgery (essure was removed via hysterectomy on (B)(6)2019). At the time of the report, the abdominal pain lower and seizure had resolved. The outcomes for procedural pain, device dislocation, adnexa uteri pain, arthralgia, uterine pain, abdominal pain, fibromyalgia and emotional distress were unknown. The reporter considered abdominal pain, abdominal pain lower, adnexa uteri pain, arthralgia, device dislocation, emotional distress, fibromyalgia, procedural pain, seizure and uterine pain to be related to essure administration. The reporter commented: on (B)(6)2019, the plaintiff went into the (B)(6) hospital for surgery. The hysterectomy was performed on (B)(6) 2019. The pains and seizures then stopped and the plaintiff was discharged from neurology in (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [specialist consultation] on 29-nov-2014: plaintiff attended the hhspital as the pain was getting severe on the left side; on (B)(6)2016: neurologist for her seizures. No further treatment or cause was found. Frequent seizures and visits to hospital continued throughout 2017; on (B)(6)2018: the plaintiff was on strong painkillers, but gynaecological services took no further action.; on (B)(6)2018: the plaintiff was seen by physician who agreed to take the essure devices out via hysterectomy. This was listed as urgent, [ultrasound pelvis] on (B)(6)2014: only one of the devices could be located. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.